Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2 mm x 40 mm x 145cm coyote es balloon catheter was advanced for dilatation and was initially inflated at 6 atmospheres for 60 seconds. The second inflation was at 8 atmospheres for 60 seconds. However, during the third inflation at 12 atmospheres for 60 seconds, the balloon ruptured. The device was replaced with a 4mm x 40mm x 146cm coyote es balloon catheter and was initially inflated at 6 atmospheres for 60 seconds. The second inflation was at 8 atmospheres for 60 seconds. However, during the third inflation at 12 atmospheres for 60 seconds, the balloon also ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported.